Event description:
A nurse reported three pts whose intraocular lenses (iols) were exchanged. For this pt, the lens was exchanged for the same model, different power lens. Add'l info has been requested. There are three medical device reports for this event. This report is for the first pt.

Manufacturer narrative:
Eval summary - the lens was returned in pieces. Solution and optic damage were observed. Results from the product history record review indicated the lens med release criteria. A lens bench eval cannot be conducted due to the optic damage. The root cause for the reported complaint cannot be determined by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 01/26/2012 and 01/31/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).